Event description:
A pt underwent a balloon kyphoplasty. It was planned to perform the procedure at 3 levels l2, l3 and t12. It was reported that after successful placement of the balloon at l2 and during the initial approach to l3, the pt arrested. The cannulas and balloon were removed immediately and medical staff attended to the pt. The pt was stabilized and the kyphoplasty was aborted. The pt is reportedly doing well.

Manufacturer narrative:
F/u with company rep; device not returned for eval.